Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that during a fleet assessment in the 2nd floor pacu (post anesthesia care unit), one lvp device with either damaged/corroded/contaminated iui connectors. There was no reported patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a code.

Event description:
It was reported that during a fleet assessment in the 2nd floor pacu (post anesthesia care unit), one lvp device with either damaged/corroded/contaminated iui connectors. There was no reported patient involvement.